Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. Information was reported that the patient's implant is heating up, that the site is hot to the touch. The implant site looks fine, no redness or swelling, ins movement is very slight. The healthcare provider (hcp) has also examined the area and determined the site is fine. The impedance check showed 700-2020 ohms depending on the electrode reference. The patient said she had a MRI last week and the site showed heat per MRI technicians. It was suggested that the patient turn their therapy off, if possible, for a day or 2 to see if the patient still feels the site being hot. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the ins heating has not been determined. The patient tried to go without therapy in order to see if the ins would not be as warm, but the patient was unable to do so. The heating has not been resolved. A root cause of the reason the ins was heating was not determined and technical services could not confirm there was anything wrong with the ins that would be causing the heating. No further information was reported.